Manufacturer narrative:
Concomitant medical product: model: 6945-65, lead; implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and absorbable antibacterial envelope were extracted approximately two weeks after implant due to an infection. No further patient complications have been reported as a result of this event.